Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 81 year old female was admitted for a percutaneous coronary intervention with support of an impella cp. Placement of the pump and the procedure were carried out and the patient admitted to the the intensive care unit on support. Due to increasing right ventricular failure, an impella rp flex was added after two days of support. Without obvious signs of bleeding, the patient became anemic and required blood transfusions. Shortly after, urine color was suggestive of hemolysis that resolved after differentiated pump speed and volume management. After 4 days of support, due to the poor prognosis of the underlying disease, care was withdrawn and the patient expired. The death is most likely attributable to the patients underlying critical condition.

Manufacturer narrative:
Corrected: d4 (serial). Anemia: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: no logs were returned. The cause of the miwb cannot be determined since no product or data logs were returned and insufficient clinical details were provided. Low or blocked pump flow: no logs were returned. The cause of the low pump flow cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction]. Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided.

Event description:
Additional information indicates that patient was given blood products. Patient was escalated to bipella and ultimately expired on support. Physician related patients' death to cardiogenic shock, not impella.